Event description:
The customer reported that the 9800 system locked up with a cine disk error prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and cine bridge were reseated and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.